Manufacturer narrative:
The complaint is under investigation. Initial results indicate that this is most likely an isolated event that impacts one box only; this is supported by verifications on other boxes of the same lot that showed that on those boxes the pouch label was present. In addition the batch record shows a request for rework on labeling that could explain why one box may not have been properly reworked. All potentially impacted boxes shipped to USA have been quarantined at the local distributor.in regard to this complaint, one box including six disposable eva vgpc input sets was received for investigation. Though the manufacturing records showed that all pouch labels were printed, visual inspection confirmed that the labels on the six individual pouches in this particular box were missing. A non-conformity record (B)(4) was initiated to document further investigation results. Based on the investigation performed as part of the nc record it was concluded that the failure should be attributed to a human error. For unknown reasons, the seasoned dorc employees that were involved in the packaging and control processes of this specific lot both overlooked the missing labels.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all products on us market were still in possession of the importer and have been verified. No missing labels were detected. The involved inspectors have been confronted with the outcome of the investigation and the criticality of their inspection was reinforced/ as the involved personnel was held accountable, and this is considered an isolated event, no further corrective action is planned.the analysis includes all complaints with failure mode as reported vgpc-label-missing. The distribution figures does not include vgpc sets that were in packs as those are not individually labeled.

Event description:
We have been informed by a customer in japan that prior to use, it was noted that the label with lot number was not attached to all six pouches in a box. The products have not been used. No patient harm occurred.

Event description:
E have been informed by a customer in japan that prior to use, it was noted that the label with lot number was not attached to all six pouches in a box. The products have not been used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. Initial results indicate that this is most likely an isolated event that impacts one box only; this is supported by verifications on other boxes of the same lot that showed that on those boxes the pouch label was present. In addition the batch record shows a request for rework on labeling that could explain why one box may not have been properly reworked. All potentially impacted boxes shipped to USA have been quarantined at the local distributor. A risk assessment was held to evaluate whether there would be an unacceptable risk for serious deterioration of health for user or patient due to this missing label. It was concluded that there is no immediate patient risk as likely the only box impacted was already returned; in addition it is clinical practice to verify the expiry date prior to use, and in case of no label this is not possible and the product will be discarded. Therefore, we will wait until the conclusions of the further investigations are available to determine which corrective or preventive actions will be implemented. Nterviews with operators, review of practices and procedures, verification of additional products of the same lot at distributors for the presence of the correct labeling.